Event description:
The olympus representative reported the gastrointestinal videoscope was a demo scope. When the scope was received, there was still normal tap water in the auxiliary water channel. The representative noted that tap water can contain bacteria, which can result in hard to remove biofilm formation. The scope was stored before being completely dry. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, a root cause could not be determined. However it is likely that one of the following caused the event: - work at the water drain process may have been inadequate. - water draining process from the device at repair center was incomplete. - there was defect in the jig that was used in the water removal process, air pressure was not within the specification value, etc. The suggested event is preventable by handling the device in accordance with the following instructions for use (IFU): ¿improper storage practices, such as not thoroughly drying external and internal surfaces (lumens) prior to storage, will lead to an infection control risk.¿ ¿when aerating the endoscope channels, the air pressure used for manual drying should be 0.2 mpa or more but less than 0.5 mpa (=2 and <5 kgf/cm2, =29 and <72 psig). Higher pressures may cause damage to the endoscope.¿ olympus will continue to monitor field performance for this device.